Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient's device had not been working right for about 6 months. The patient had been trying to get in touch with a manufacturer representative (rep) about getting it replaced. Per the patient, "after all this episode that is going on", she had been in the hospital. At the time of the call, the patient's pain level was "about 12-15" and she could not get the handset to work. Patient services asked clarifying questions and the patient said that the handset power was on 30% charged. Patient services asked the patient to connect with the handset and the handset was showing a "patient bolus disabled" message. The patient insisted that there was an issue with the handset. Patient services reviewed device function and that a new handset would change the message. Patient services reviewed that the external devices were functioning as intended. Patient services reviewed the meaning of the message and redirected the patient to their healthcare provider (hcp) to further address the issue. Additional information received indicated that a pump refill was planned for (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.